Event description:
Boston scientific received information that a low shock impedance measurement of less than 20 ohms was detected by this implantable cardioverter defibrillator (ICD) on the transvenous lead. The representative also inquired why this measurement was not viewable on the trending report. As no other out of range measurements were noted, no intervention or reprogramming was performed, and the physician will continue to monitor the pacing system. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that this device was electively explanted and returned for analysis. No adverse patient effects were reported.